Event description:
It was reported that the programmer's screen was cracked and that the pen was not synchronized. The programmer was returned for service. There was no indication given as to patient involvement associated with this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis found that the stylus pen was slightly off.